Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred. It was reported that patient was "unsure of difference between fs and cgm." No additional event or patient information is available.